Event description:
It was reported 1 week after a percutaneous procedure, where the pt received an angio-seal device, the pt reported to have soreness at the puncture site. During the office visit, an ultrasound revealed an abscess. Surgical intervention was required to drain the site. The pt had no further complications.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible, since the lot number was not available. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours, and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately, if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal pt info guide state some bruising or discomfort is common, during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.